Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 130 units of insulin. Additionally, it was reported that insulin was not observed to be dripping out of the infusion set tubing or cartridge patient line during the load fill tubing sequence. The customer¿s blood glucose level was 123 mg/dl. Reportedly, customer changed all supplies and resumed insulin delivery.